Event description:
It was reported that during regular clinic follow-up, noise on the atrial lead and elevated right ventricular pacing thresholds were observed. Both leads were explanted and replaced. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 13.5 cm to 13.6 cm, 40.0 cm to 41.2 cm, 47.7 cm to 48.5 cm and 49.0 cm to 49.3 cm proximal to suture sleeve tie impressions from the connector pin consistent with friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of noise, increased threshold, decreased impedance and insulation damage.

Event description:
New information received notes that the patient is pacer dependent. Ra lead also exibited decreased impedance and increased threshold. Visual inspection of the atrial lead also showed insulation damage corresponding to the pectoral pocket area.